Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the assignable cause is determined to be the supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during fill 4 of 5 on the homechoice machine(hc). The home patient(hp) stated her supply bag fell off the heater and disconnected from the tubing. The technical service representative(tsr) explained the alarms and assisted the home patient(hp) to cycle power off and on in order to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.